Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown. The investigation for the reported battery issue has been completed. The impella device was not received from the customer. The cause of the battery failure was due to a defective battery (rapid decline in cell voltage). The exact root cause of the defective battery 2 was due likely due to a single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported the automated impella controller (aic) experienced a battery failure (red alarm). No clinical details regarding resolution or patient involvement/condition were provided.